Manufacturer narrative:
Section g4 was updated from 08-may-2020 to 12-may-2020. The initial reporter reported this event on (B)(6) 2020.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the nurse was drawing up medication into the syringe and noticed that the side of the syringe was cracked and the medication was leaking out.

Manufacturer narrative:
Corrected the reported lot number from 680 to 000680 in section d4.